Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt reported their implant date was (B)(6) 2025. The pt reported that set them up with different settings and the pt is good to go as the battery is now lasting about 3 days. Steps taken were changing to different settings and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implanted stimulator (ins). The reason for call was patient mentioned that their ins doesn't last for 24hours. Patient mentioned that the issue started the other day and the duration gets shorter and shorter. Patient mentioned that they charged this morning around 7:30 and finished charging at 10am. Currently (at 12:00pm), battery is empty. Agent redirected the patient to their managing provider (hcp) and provided the national answering service (nas) number. No symptoms were reported.